Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 56 usp units blood collection tubes low fill volume occurred in at least half of the tubes of 1 box. No patient impact occurred. The following information was provided by the initial reporter: customer reports low fill volumes in at least half of the tubes from 1 box of lot#: 2321348.

Manufacturer narrative:
H.6. Investigation summary: bd received four (4) samples for investigation. The samples were used; therefore, the investigation was limited to visual examination. The samples have a specimen in the tubes that is below the fill line on the tube label. The puncture marks are not in the center of the conventional stopper well. The indicated failure mode for underfill with the incident lot was observed. One hundred (100) retention samples from bd inventory were evaluated by visual examination with the hemogard closure assembly correctly assembled and placed on the tubes. Additionally, ten (10) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-07-25.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 56 usp units blood collection tubes low fill volume occurred in at least half of the tubes of 1 box. No patient impact occurred. The following information was provided by the initial reporter: customer reports low fill volumes in at least half of the tubes from 1 box of lot#: 2321348